Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed on (B)(6) 2018 due to recurring incontinence and fluid loss. Patient was leaking, changed the whole device, nothing will be returned and patient doing well, no further impact. A new aus device consisting of a 3.5cm cuff, 61cm prb and control pump were implanted. No patient complications were reported in relation with this event.